Event description:
Discordant, falsely elevated chloride results were obtained on two patient samples on an advia 1200 instrument. The discordant results were not reported to the physician(s). The samples were rerun on an alternate instrument and the difference between the initial and rerun result for one sample was clinically significant. The operator also repeated the samples on the same instrument after recalibrating and both samples resulted lower. It is unknown if any rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer recalibrated the ion selective electrode system and then reran patient samples, which resulted as expected. The cause of the discordant, falsely elevated chloride results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.